Event description:
It was reported to medical records on 11/16/2012 that this ra lead had high thresholds which led to early battery depletion for a device. The lead was implanted on (B)(6) 2009 and remains implanted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).